Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted during testing. The low reservoir alarm feature working properly. The insulin pump was received with cracked battery tube threads and reservoir tube. The insulin pump was received with missing end cap. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The representative reported via phone call that the customer experienced high blood glucose. The representative reported that the customer received a no delivery alarm. The customer's blood glucose was 417 mg/dl at the time of incident. The insulin pump will be returned for analysis.